Event description:
In 2008 - reporter stated that the patient alleged that the black accessory cord gave them a shock. At about three days later - he has not been able to contact any witnesses. At about 4 days later - tsr could not find any witnesses to the alleged event. Tsr plugged in the accessory outlet and the circuit breaker tripped. Tsr replaced the entire accessory outlet, and cord to repair. No further information was available.